Event description:
The pt suffered a stroke five to seven minutes after the procedue was completed. The filter was removed without incident and was observed to contain debris. The pt was conscious and was communicating. The physican left the room to speak with the family and upon return, the pt did not have movement on the right side and was experiencing grabbled speech. The stent had been placed on the left side. Right side feeling, movement and speech were returning; however, the pt is being sent to a neurosurgeon for evaluation. The pt also experienced hyperperfusion syndrome.